Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation.

Manufacturer narrative:
The patient was revised to address dislocation. No devices were returned to examine. A search of the complaints databases identified other report(s) against the acetabular liner. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports identified against the femoral head. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.